Manufacturer narrative:
A closed suction cup is not part of the approved accessories for the patient circuit setup for v60. The user manual warns the user that resistive circuit components will increase resistance and may cause an increase in pressure within the circuit even when a patient disconnect occurs and therefore may cause the ventilator to not alarm as it is detecting back pressure.

Manufacturer narrative:
Report date: 20sep2021. Reporter phone number: (B)(6).

Event description:
The customer called into technical support (ts) requesting assistance regarding patient disconnect alarm issue. Patient accidentally knocked circuit/mask off themselves and the device wasn't alarming to say that patient was disconnected. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user noted. The end user asked to clarify if the patient was using a circuit or mask at the time, as well as how long from the patient knocking off the circuit/mask to the ward staff noticing. Staff advised they were unaware; they were only notified to the issue through the alarm from a co2 monitor also connected to the patient. The patient was taking spontaneous breathes though, so the patient was still able to breath. The device was switched out with a different device to use on the patient. No medical intervention provided to the patient nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. The customer informed that the replacement v60 was giving the issue. It was noted that at the end of the v60 circuit tubing there is usually a suction catheter and the co2 sensor before attaching to the trach tube. If all the circuit it removed from the trach tube, it is almost as if there is enough resistance being created that the vent seems to think a patient is still connected. Query has been escalated to the clinical educator (B)(6) to provide clinical support regarding the circuit issue raised. (B)(6) has spoken with the end user and advised that as the circuit contained a closed suction cup the ventilator itself would not know that the circuit had been disconnected but the co alarm on the patient monitor did which alerted the staff. (B)(6) walked the end user through how the device would work without the closed suction cup and the end user tested this and the device alarmed as expected. (B)(6) has advised the end user to check alarm in event log in case the device was advising of any other issue.